Manufacturer narrative:
E1 - initial reporter facility name: (B)(6).

Event description:
It was reported that the burr stuck on the wire. The 97% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 1.25mm rotalink burr and rotawire were selected for use. During the procedure, it was noted that the wire was twined with the burr. The device was removed as one unit. The procedure was completed with another of same device. No complications were reported, and patient was stable post procedure.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. Visual inspection on the body of the guidewire was kinked. Microscope inspection revealed spring tip was observed bent. Based on the evidence, the as reported code of "guidewire burr stuck on wire" can be confirmed due to the several kinks found on the body of the guidewire. The bent on the spring tip did not contribute to the reported issue.

Event description:
It was reported that the burr stuck on the wire. The 97% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 1.25mm rotalink burr and rotawire were selected for use. During the procedure, it was noted that the wire was twined with the burr. The device was removed as one unit. The procedure was completed with another of same device. No complications were reported, and patient was stable post procedure.